Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise on the atrial channel. It was noted that the patient was recently hit in the chest, near the device, with a football. The atrial sensitivity was decreased.